Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that when priming and injecting, no insulin flowed. Consumer reported when priming and injecting, no insulin flowed. Stated she primed first, didn't get a flow but still injected hoping it would release insulin. She used a second pen needle and that worked. Stated it has happened in the past but she does not have an exact date or lot to provide.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that when priming and injecting, no insulin flowed. Consumer reported when priming and injecting, no insulin flowed. Stated she primed first, didn't get a flow but still injected hoping it would release insulin. She used a second pen needle and that worked. Stated it has happened in the past but she does not have an exact date or lot to provide.